Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 31.5 diopter intraocular lens (iol) was implanted into the patient's operative eye. It was later explanted and replaced with a zxt375 28.5 diopter iol. No additional information was provided.

Manufacturer narrative:
Additional information received reported the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. The replacement lens was a zxt375 with serial number (B)(4). Also, the reason for explanting the lens was due to an unexpected post-operative refraction needing a diopter change. The doctor was dr. (B)(6), there was no patient injury, and no incision enlargement performed. The patient is a female with initials (B)(6), date of birth (B)(6), and operative eye being the right. No additional information was provided. Age/date of birth: (B)(6), gender/sex: female. If implanted, give date: (B)(6) 2017, if explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6), health professional: yes, occupation: physician. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.